Event description:
The reporter indicated that a 12.6mm vticmo12.6, -7.0/1.0/090 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2022 from patient's left eye (os) due to excessive vault.this resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Patient weight,ethnicity and race: unk. (B)(4).

Manufacturer narrative:
Correction: h1 - reported as serious injury - correct to malfunction. Claim# (B)(4).